Manufacturer narrative:
22jun2020 ul - additional MDR required to report lab analysis.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-06571; related manufacturer reference number: 2017865-2020-06572; related manufacturer reference number: 2017865-2020-06574. It was reported that the patient presented in clinic. Inspection of the device pocket revealed a hematoma and suspected infection. The implantable cardioverter defibrillator, right atrail lead, right ventricular lead, and left ventricular lead were explanted. Patient was admitted after procedure for monitoring and was given IV antibiotics.